Manufacturer narrative:
Customer returned 1x tstw1gg325015 in in autoclave bag that had been sterilized. Visually checked under microscope and found no manufacturing marks or defects. File tip was broken as described in the case details. No unopened product was returned therefore no further testing can be performed. Root cause cannot be determined. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that waveone gold glider 015-02/25mm blister 3 us file broke during use. The broken part remains in the root canal and incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.